Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was 600 mg/dl. The customer stated, that the medical doctor noticed there were many air bubbles in the reservoir and tubing. The customer stated she uses cold insulin when filling up a reservoir. Advised the customer to use room temperature insulin. The customer declined troubleshooting on the insulin pump, and felt that the high blood glucose levels were caused by the air bubbles in the reservoir and tubing.